Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. In the instruction manual for viking m lifts ((B)(6) rev. 5) states, under inspection and maintenance section: "- a periodic inspection of the lift should be carried out at least once per year. - periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts." Additionally; periodic inspection form (B)(4) rev 5, under section 3 states: ¿ roll the lift along the floor. Check to ensure that all wheels roll and turn freely. ¿make sure the wheels are fastened. ¿ lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. ¿ there should not be any play between the fork and the wheel nut. The hillrom technician replaced the wheel to resolve the issue. Although there was no patient injury associated with the reported event, the report of a wheel detaching if it occurred during a patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the lift¿s caster wheel came off during lift procedure. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).